Event description:
Vein harvesting system was being used to harvest a vein. After about one hour of use, the v-keeper part of the system came apart. Another device was obtained and the procedure was completed. There was no harm to the patient.